Event description:
This ra lead was implanted on (B)(6) 1994 and remains implanted at this time. Upon interrogation there were 152 mode switches indicating noise on the atrial lead. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6), canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).